Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had damage to the battery compartment, and the insulin pump turned off and reset. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The unexpected reset could not be tested due to the blank display. The insulin pump was received with a broken off battery cap, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and a cracked reservoir tube lip.